Event description:
The catheter was inserted in the patient's right arm 07/2005. During a diaper change about two weeks later, the catheter was strained due to posture change and the clinician found the catheter broken below the hub.